Event description:
The customer reported that when she got out of a shower, the insulin pump went blank and started counting and said to reset. The customer's blood glucose was 56 mg/dl, which she treated with juice. The program safety alarm did not occur right after a battery change or after pressing a button while a bolus was delivering. The customer was advised to monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.